Event description:
Customer reported erroneous differential test results, with instrument-generated flags, were obtained when using a unicel dxh 800 coulter cellular analysis system (dxh 800). The erroneous differential results were obtained on the first patient sample run after the compressor times out and is returned to the ready state on the dxh 800. The customer indicated that the issue with the compressor increases the turn around time for patient testing, delaying stat samples from the emergency room, thus delaying reporting of accurate patient results. The erroneous test results were not reported out of the laboratory. Quality control was performed before the event and was in range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) serviced the instrument to optimize the diff module to address the diff r flags issue and will monitor for any further issues. There were no issues identified with the compressor. Cause was not determined. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, pn 629743: the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. All system messages are accompanied by r (review) flags. Exceptions are the system messages associated with an aspiration error (p flag) and the non-blood specimen message (n flag). A system message indicates an event occurrence that may affect the operation of the system, requires operator notification, or entry into a history log. This is one of three reports from this customer. This MDR is related to 1061932-2012-00525 and 1061932-2012-00526.